Event description:
A calcified black silicone (in place approx 12 mo.) Was difficult to remove and resulted in 2 different interventions. The first (rep not present) utilized graspers and holmium laser to break calcification and attempt removal. The stent was removed in the 2nd case (rep present). However, rep noticed that part of the stent was missing and the smaller portion remained near the upj, which was removed. Visual examination of stent shows pitted areas near "break point" of the stent. Physician did not recall using holmium near the "break point" (his focus was at the pigtail-kidney area). Physician requested our home office review explanted stent to be sure nothing was wrong with the stent. Stent was removed with no harm to pt, another black silicone was placed without issue.

Manufacturer narrative:
One used stent separated into two pieces was returned. One segment measured 5.5cm from the bottom of the coil to the point of separation, and the longer segment measured 24cm from the bottom of the coil to the point of separation. The two pieces together measured 26.5cm noting the complete stent was received. Several areas of the stent contained pits, some with holes, where the stent had most likely been hit with a laser. The damage on the stent started at the 5cm ink mark and continued to the 6.5cm mark. The overall color of the stent had a purple hue to it. Per the instructions for use for this stent, the maximum indwelling time is 12 months. Additional information received through our sales representative is that the original stent was placed 1 year prior, noting the first attempt for removal was a few days prior to june 24th. June 24th was the date when the stent was removed and the sales rep noticing a portion of the stent had remained inside the patient near the upj, the physician remove the remaining segment. This procedure was scheduled for stent removal and placement of another stent, the stent was not placed due to the stent separation. The appearance of the stent indicates the laser had come in contact with the stent.